Event description:
A malfunction error was reported concerning a pump, although no specific serial numbers or additional details were provided. There was no reported impact to the customer¿s blood glucose level. Customer technical support planned to use an active pump associated with the customer's profile for follow-up actions, but no further information on the outcome was available. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.